Event description:
User received discrepant thyroid testing results for one patient sample. Initial results: tsh 0.44 miu/ml, t4 14.2 ug/dl, t3 172 ng/dl. Repeat testing on another analyzer: tsh 1.7 miu/ml, t4 5.3 ug/dl, t3 107 ng/dl. Initial results were reported. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.